Event description:
It was reported that the patient had limited urinary and no constipation benefit since implant. No falls or trauma were reported. The patient's hcp was planning to do a revision in about a month in hopes of achieving better results. The hcp had some difficulty placing the initial lead. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# v906981, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).